Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting rapidly. Additionally, the customer alleged that the pump was incorrectly calculating the bolus amount. Customer provided a blood glucose of 300 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.